Event description:
It was reported that the interpulse batteries heated up during a procedure and melted the plastic on the device, and smoke was observed. The same handpiece was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The unit was opened and no overheated, internal or external damages observed. All components were found to be properly assembled, including the batteries. The device was scrapped by the manufacturer.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the interpulse batteries heated up during a procedure and melted the plastic on the device, and smoke was observed. The same handpiece was used to complete the procedure with no patient or user injuries, and no adverse consequences.